Event description:
The customer reported the system would not start, with no power to the workstation. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
The customer canceled the service call.